Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7180386 model/catalog description: linear st lead kit 50 cm unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7178570. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI):(B)(4).

Event description:
It was reported that the patients ipg was unable to charge. Multiple charging pucks were attempted; however, none were successful. Subsequent imaging revealed that the implanted device was positioned too deep and at an angle, which prevented successful connecting and charging the device. The patient also reported significant itching, soreness, and tenderness at the stimulator implant site, describing the symptoms as severe. The patient stated that lying on the affected side for an extended period resulted in considerable pain and soreness, making it difficult to get up, walk, and move afterward. To address these symptoms, the patient was prescribed steroid pack and pain medication.